Event description:
It was reported by the clinic that the patient expired while connected to peritoneal dialysis cycler. Cause of death was not reported. Also reported was that the patient had undergone coronary artery bypass and aortic valve replacement in (B)(6) of 2014 and had complications with sternal wound infections and required debridement surgery. The patient was admitted to the hospital again in (B)(6) of 2014 for sternal wound debridement. A PICC line was inserted for antibiotics, the patient also developed thrombocytopenia and received blood transfusions for acute blood loss. She was discharged on (B)(6) 2014 to a rehab facility for her deconditioned state.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation. This product report is related to two other product reports for the same event.